Manufacturer narrative:
The catheter was returned to boston scientific for analysis. The reported observation was confirmed. The irrigation extension tubing was found partially detached from the luer fitting at the adhesive joint. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications.

Event description:
During a ablation procedure in the left atrium a intellanav mifi open-irrigated ablation catheter was selected for use. It was reported that the radiofrequency generator suddenly stopped. The catheter was examined and it was noted that the tubing was broken. The catheter was exchange and the procedure was completed successfully with no patient complications.

Event description:
During a ablation procedure in the left atrium a intellanav mifi open-irrigated ablation catheter was selected for use. It was reported that the radiofrequency generator suddenly stopped. The catheter was examined and it was noted that the tubing was broken. The catheter was exchange and the procedure was completed successfully with no patient complications.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.